Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected t-wave oversensing (twos) as ventricular fibrillation (vf). Therapy was withheld appropriately and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.